Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she has a motor error alarm on the insulin pump. The customer could not find the pump to troubleshoot. Customer stated that she will call back for troubleshooting when she finds the pump.